Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.

Event description:
It was reported that after a procedure the blade was stuck in the saw, when the user tried to remove the blade the blade broke. There was no patient impact or surgical delay reported as a result of this event.

Manufacturer narrative:
The blade and handpiece subject to this investigation was returned to the manufacturer for evaluation. It was confirmed that a portion of the blade was stuck in the handpiece. Consequently, the blade could not be removed and was broken when the customer tried to remove the blade. The blade piece could not be removed from the handpiece, therefore, blade inspection was not possible. Investigation results on the handpiece confirmed that there was a blade fit issue, the full insertion of any blade was blocked by debris inside the handpiece. A component failure was not identified as a cause for the debris.

Event description:
It was reported that after a procedure, the blade was stuck in the saw, when the user tried to remove the blade the blade broke. There was no patient impact or surgical delay reported as a result of this event.